Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod for less than 48 hour. When removed from the infusion site (abdomen), the pod's cannula was found bent, and a light hematoma was observed at the pod site. The patient reported being close to a diabetic coma. The patient contacted dr. (B)(6) ((B)(6) hospital) and was provided guidance on insulin injections using an insulin pen (novorapid flexpen u100). The high blood glucose was observed at 22:00, and the patient's blood glucose was reported to be back in range at 04:00. The patient injected 4 units of insulin, then 2-3 units of insulin every 2 hours until 04:00. No further medical assistance was required. The patient also reported their freestyle sensor did not alert to a high blood glucose level. Abbott has been informed of this event on 20 january 2026.